Event description:
It was reported that during an unspecified surgical procedure an unspecified malfunction occurred with the small battery drive. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reported clarified the event occurred in may 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device. A visual and functional assessment performed revealed that the device had a worn coupling head, loud unusual noise, and would not hold attachments. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.